Event description:
Additional information was received from a consumer regarding a patient stating the patient developed (B)(6) infection by (B)(6) and was bleeding out of the incision about 2 weeks after pump installation.

Event description:
Additional information was received from a healthcare provider (hcp). On (B)(6) 2012, the patient was seen for the last time at the hcp¿s office for a medication review secondary to pump removal. It was further reported that the pump had been operated on 5 times to close the incision, but it still had failed to close.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter.

Event description:
Information was received from a consumer receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as malignant pain. The patients history included multiple spinal problems. It was reported the patient came to the office complaining of blood draining out of the site where the pump was implanted. The patient had been taken to the emergency room where a blood swab confirmed he had (B)(6). When the healthcare provider (hcp) saw him there was a bloody pus. The hcp removed the pump and part of the catheter. He attempted to remove the rest of the tubing of the catheter but some of it was irretrievably scarred in and broke off. There was a great deal of blood pus left over. He cleaned out the infection during the removal procedure. The pump was removed on (B)(6) 2012. It was later reported by the hcp the procedure performed included irrigation and drainage of the lumbar incision, irrigation and drainage of the abdominal incision and removal of the pump and pump tubing, and radiographic interpretation of film. It was noted the patient had a PICC line placed and vancomycin at the emergency room. The patient had been admitted and worked up for irrigation and drainage. The hcp did not give him and doses of vancomycin under his control. During the procedure the hcp noted they removed the proximal end of the catheter without any resistance whatsoever and there were markings and they were clearly not sheared, so he removed all the tubing. The hcp pulled it taught as possible and cut to the lumbodorsal fascia. There was no evidence of infection back there. The site was irrigated with bacitracin impregnated solution. The abdominal incision was clearly the infected site. The physician cut the stitches with a pair of scissors and blood pus began to merge. A fair amount of blood pus was found inside. That was immediately debrided. The pump was removed from its pocket and the hcp cut the tubing short. The hcp attempted to remove the rest of the tubing from the abdominal connection site, however, he was able to pull a fair amount out, but some was irretrievably scarred in and broke off. It was retracted well past the incision site, however. There was a great deal of blood pus left over and the hcp cleaned that out. The patient was irrigated with 3 liters of antibiotic impregnated solution and a pulsavac. The site was then irrigated with bacitracin impregnated solution and was dried. The dead space was closed using 0 interrupted vicryl sutures and subcutaneous with 2-0 interrupted vicryl sutures. The skin was closed using a running nylon stitch. Dressing was applied. The patient was turned back to his outpatient gurney where he would be extubated without incident. The hcp would involve infectious disease and come up with proper antibiotic treatment plan.

Event description:
Additional information was received from a consumer. The patient first started experiencing signs of infection on (B)(6) 2012. The patient was bleeding through the incision and soaking the whole bottom of a t-shirt.

Event description:
Additional information was received from a consumer. Three weeks after implant, the patient experienced an infection. The patient started leaking blood at the incision. The pump was removed. The patient had four surgeries after that due to the infection. The patient had (B)(6). The patient was doing better. The patient stated that his wife said he was ¿a little more with it¿ without having the pump. The patient indicated it was the medication that caused him to not be ¿with it¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.